Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the top part of the trocar arrived in two pieces. The black "caoutchou" ring in the middle and the upper and lower part were not fixed. Nurse and the mds tried to fix it without success. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.